Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the incorrect dose was infused. No patient harm was reported.

Event description:
The customer reported that the incorrect dose was infused. No patient harm was reported.

Manufacturer narrative:
The customer complaint that an incorrect dose infused was not confirmed. Physical inspection of the pump module showed no anomalies. The day of the event was not reported by the customer so the final infusion program was examined. On 9july2018 at 6:43 am the pcu, s/n (B)(4) and the source pump module, s/n (B)(4) was added as channel a. Beginning at 10:13 am the source pump module was programmed for the drug insulin (drug ID= (B)(4)) 100 units/100 ml as a non weight based drug. A dose of 5 unit/hr. (Rate=5ml/hr.) And a vtbi of 100ml was entered and the infusion was started. Over the next 19 hours multiple insulin infusions were programmed and infused using the source pump module. Seven (7) of these infusions ended with infusion complete (kvo) alerts. The last one occurred on 10july2018 at 5:04 am. At 5:04 am the insulin infusion rate was changed to 12ml/hr. And vtbi to 12ml and restarted. At 5:33 am, the pump module was paused and then powered off a short time later. Approximately 187.50ml was recorded as being infused . Rate accuracy testing results were within specification and showed no anomalies. The root cause of the customer¿s report that the incorrect dose infused was not determined.